Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue had seemed to be cce was freezing. The technical support specialist perform a reset to cce via rebooting it. Upon connected to the cce after the reboot we found messages from the queue start draining. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had hsv was showing 97 devices on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.